Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain and elevated metal ion levels. Doi: (B)(6) 2008 (right hip); dor: no date set as of yet. (B)(6). Update received: 16th june 2014 - added revision date: 16th june 2014, added surgeon: (B)(6), added hospital: (B)(6), added patient age, added patient weight, added patient height, added patient activity level and added further description: removal of asr acetabular component, converted to an mdm w/ 28 +3 biolox delta ceramic head. Update rec'd 10/22/2014 - plaintiff¿s fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/19/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).